Event description:
It was reported, the pt had an infection at the ipg pocket site, and the physician explanted the ipg. The pt was placed on IV antibiotics. The lead was left implanted.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. The event cannot be confirmed through product analysis testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.